Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
71 year-old female patient implanted with impella cp for pre-op placement for planned high-risk CABG surgery. Pump implanted with no issues. Hematoma noted by physician, which resolved with standard measures, and no blood given. However, patient did get blood products later in care. Surgery successful, and pump was explanted four days later. Impella to be coded to hematoma, and conservatively coded to blood transfusion, even as the access site hematoma was not directly associated with blood product use.

Manufacturer narrative:
Access site adverse event/hematoma: the cause of the asae was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Updated information: d4 UDI number updated.

Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.